Event description:
The customer contacted stryker to report that their device lock up. In this state, the device may be unable to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-02060) indicates: stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The cause of the reported issue could not be determined. Other unrelated repairs required, the device could not be repaired as the replacement parts are no longer available. The customer was informed of the device's state and provided information on obtaining a replacement device.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The cause of the reported issue could not be determined. Other unrelated repairs required, the device could not be repaired as the replacement parts are no longer available. The customer was informed of the device's state and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report that their device lock up. In this state, the device may be unable to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.